Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ stent was selected for use. However, during preparation, it was noted that the strut near the mid part of the stent got stretched and was deformed upon removing the protector sheath cover. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts were stretched and visibly damaged from the center to the distal end of the stent. Stent struts were pulled and stretched over the distal markerband. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The stent protector was not returned for analysis. Stent damage most likely occurred due to handling of the device during preparation following removal of the stent protector. A visual examination of the bumper tip profile showed no signs of damage. The proximal balloon cone was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent had stretched over the distal balloon cone therefore it could not be reviewed. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ stent was selected for use. However, during preparation, it was noted that the strut near the mid part of the stent got stretched and was deformed upon removing the protector sheath cover. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.